Event description:
It was reported that, during patient use, the ventilator compressor was not functioning. The patient was transferred to another ventilator, with no reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse observed that the power cord was not secure to the ventilator, and replaced the power cord and the connector assembly to resolve the issue. The unit passed all tests, calibrations and it was operating within the manufacturing specifications.